Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was admitted to the emergency room (ER) due to patient's s1 drg lead poking though patient's skin. In turn, surgical intervention was undertaken wherein the lead was explanted to address the issue. Patient has since been discharged and stable.